Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure with endoscopic mucosal resection (emr) on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip would not separate from the delivery system after it had been deployed onto the tissue. Reportedly, the clip tore tissue when it was removed from the patient; however, this did not cause bleeding or further complications. A second resolution clip was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure with endoscopic mucosal resection (emr) on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip would not separate from the delivery system after it had been deployed onto the tissue. Reportedly, the clip tore tissue when it was removed from the patient; however, this did not cause bleeding or further complications. A second resolution clip was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was located just inside the over sheath. Once the over sheath was pulled back using the sheath grip, the clip assembly was deployed. Two distinctive clicks were heard. The prongs did opened to approximately 10mm. The reported event of clip failed to release was not able to be confirmed since the clip assembly deployed per design. Therefore, a definitive root cause could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) for the reported issue of clip failed to separate from catheter. Although, the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.